Manufacturer narrative:
The rated burst pressure for this catheter is 15 atm. The physician inflated this device 3 times and went beyond the rated burst pressure. The devices from inventory that were pulled and tested burst at pressures of 22 atm and 25 atm.

Event description:
Balloon burst.